Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information has been requested and the obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the trocar needle falling apart? Another drain was used immediately after the issue, thus, this issue did not cause adverse effect to the surgery. By the way, the needle was detached from the drain while the surgeon tried to pass the needle through the tissue. However, it is unknown whether the needle fell or not. Were there any patient consequences? There were no adverse consequences to the patient. If so, was any treatment given? Device return status. The device has been received at (B)(6) and will be shipped. Please check rmao. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2020 and a drain was used. During placement, when passing the trocar needle through the tissue, the trocar needle came off the drain. It could not be used. Another package was used, and there was no effect to the surgery. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/5/2021. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: customer complaint: complaint sample checked and round that the trocar needle was intact without damage. However, the drain was broken and sems it was pulled with forces as there is a impression of drain on trocar barbed area. The drain was also not inside the pouch. Retain sample or the same lot has been checked visually and functional test done no nonconformity observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 5/5/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.